Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from a crack on the white part on the cassette patient line. The patient was connected at the time of the alarm. This occurred during the first fill of peritoneal dialysis therapy. The patient manually drained and ended therapy for the night. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be a leak through a small hole in the damaged patient line tubing to the connector identified during visual/functional inspection. This cause of the hole is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.